Manufacturer narrative:
The insulin pump unit received with operating currents within specifications. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Formatted history file analysis confirmed pump error 53 and pump error due to software error. Unit received with minor scratched display window and case. Unit received with stained keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer could not get into auto mode on the insulin pump. The pump was restarted and the customer's blood glucose was 230 mg/dl at the time of the incident. Caller stated that the auto mode shield is not displayed on the home screen. Caller was explained that active insulin updating occurs if the pump has been recently on for the first time and a pump error occurred. The settings were also cleared or have been suspended for more than 4 hours. Customer also reported a pump error alarm 4 and pump error 53 alarm. Troubleshooting was performed and the bolus amount was recorded in the daily history. Customer was advised that the pump will need to be replaced according to the error table. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to contact site about pump replacement.